Event description:
It was reported that the wire perforated the shaft of another device. Vascular access was obtained via left femoral artery. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified vessel in the lower left limb. During preparation of a 2.5mm x 150mm x 150cm sterling sl balloon catheter, it was flushed with saline using a 10ml syringe through the wire line. However, it was noticed that little water comes out of the distal end of the catheter. A v-18 300cm, 8cm poly tip guide wire was passed through the balloon and after exited the shaft, it was stopped by the balloon wall and the tip was kinked; however, it exited to the balloon without perforating the balloon material. After the guide wire was removed, a small perforation/fracture on the shaft near the first ro marker was noted. Subsequently, the flushing was again performed but the balloon begins to be inflated even though the solution is being injected through the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.